Event description:
Alleged event: the user had difficulty applying clip due to mal-alignment of the jaw. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer however the investigation report has not been submitted at the time of this report.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found complete without any irregularities. Evaluation of the returned instrument shows that the jaws of the instrument are aligned properly with each other and not misaligned as stated in the complaint. Further evaluation shows that the instrument picks-up, retains, closes and releases clips both with and without the use of test tubing as required of its function; thus we are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found, and or reported at the time of inspection and assembly of the product as this is a standardized process for all instruments manufactured at this facility. No corrective action required at this time. However, the manufacturer will continue to monitor trending of similar events.

Event description:
Alleged event: the user had difficulty applying clip due to mal-alignment of the jaw. The patient's condition was reported as fine.